Event description:
Patient due for upsized trach change. Obtained 2 of the upsized trachs from csd. Prepped for trach change had mom inflate cuff of new trach prior to change and noted trach did not inflate on one side despite attempting to pop balloon open by rolling in fingers and putting up to 5cc in cuff. Opened second trach and noted same problem. Call another rt to bedside to assess trach and make sure rn was not performing the check incorrectly. Rt confirmed that in fact both new trachs' cuffs were not inflating properly. Obtained a third upsized trach and on inspection this one was functioning properly. Used the 3rd trach for trach change and obtained a 4th trach for spare at bedside.